Event description:
It was reported that (1) device was used during a laparoscopic gastric bypass. It was reported by the rep that the surgeon used (1) tsb45 and (1) tr45b reload to create a gastric pouch during the procedure. During the 1st firing, the stapler jammed in the forward position,(knife blade at distal end of cartridge) and would not come back and release. The surgeon had to manipulate tissue to come out of stapler so that the surgery could be completed. Once out of the stapler, the stapler line was checked and it appeared to be closed at the time. The case was completed by using another instrument. (1) day post-operative, the pt became septic and was re-operated on. At that point, it was discovered that the entire line in question had failed and was leaking profusely. The surgeon oversewed the line, but pt was still very sick.